Manufacturer narrative:
Per investigator evaluation, bd has determined that this MDR as not reportable as the reported event was confirmed as user related. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that attempted to put arctic sun device on post cardiac arrest patient to achieve temperature control but product kept cooling patient. Patient kept lower than desired temperature to keep from over warming. No patient harm. Per biomed via phone on 26jun2024, customer states that the device had too much water in it. They released the water, recalibrated the device and returned it to service. The issue was resolved.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that attempted to put arctic sun device on post cardiac arrest patient to achieve temperature control but product kept cooling patient. Patient kept lower than desired temperature to keep from over warming. No patient harm. Device is available.